Event description:
Patient presented to the physician with a skin lesion over the neck incision site. Physician brought the patient into the or, and upon opening the neck incision, an infection was confirmed. Physician excised the skin lesion, irrigated the neck pocket with an antibacterial solution, and closed the incision. Perioperative and postoperative antibiotics were prescribed.